Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's sheath was released from its grip when it was opened and manipulated. The issue occurred during a therapeutic endobronchial ultrasound procedure. The procedure was completed using another needle, no other devices were involved. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation and a correction. Corrected field: h6 - health effect - clinical code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the identified failure is likely failure to follow instructions. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿ if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. ¿ do not apply bending force to the handle section. Doing so may damage, the instrument and/or endoscope olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device's sheath was released from its grip when it was opened and manipulated. The issue occurred during a therapeutic endobronchial ultrasound procedure. The procedure was completed using another needle, no other devices were involved. There was no patient harm.